Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. On-site visual and functional testing was completed on the system. A complete system checkout was performed and the system performed as intended. A software investigation analysis was initiated to determine the probable cause of the issue. Analysis was found to be inconclusive based on the information provided. Probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system intra-operatively of a functional endoscopic sinus surgery (fess). It was reported that the surgeon was failing his registration via tracer multiple times during a case. He was not getting any intermittent connection issues and vouched that no metal was in the field. When the emitter details were pulled up, everything was green. Recommended they re-position the emitter at approximately the 2 o'clock position, a fist away, looking down on the patient tracker. After this, he mentioned that when registering his final (successful) attempt, it was one of his worst patterns and the entire left (lateral) side of the face was not giving any feedback during the registration. I asked if he was accurate and he stated that he was accurate enough. The issue extended the surgical time by less than 1 hour. There was no impact to the patient.